Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer's representative (rep) regarding the patient who receives baclofen-gablofen at a concentration of 2000mcg/ml and a dosage of 308.9mcg/day via an implantable infusion pump for an unknown use. It was reported that there was dehiscence of the right abdominal incision where the patient's pump was implanted. It was asked but unknown when the dehiscence first occurred. The hcp removed the current pump and catheter and replaced them with a new pump and catheter, with the new pump now on the left abdomen. Cultures were done at the time of surgery, and the patient's current dose was programmed. It is not known if there were any environmental or external factors. It is also not known if any diagnostics or troubleshooting were performed. The issue was resolved at the time of the report.